Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer could not determine a cause. He inspected the system and completed precision testing successfully. Operational and/or mechanical checks passed. The customer replaced the reagent pack. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. One example was an initial glucose result of 36 and a repeat result of 93. The unit of measure was not provided. The repeat results were believed to be correct and corrected reports were released.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.